Event description:
It was reported that the top screen of the external pulse generator (epg) was cracked and the unit was not working. The epg would power up as expected, but the caller had no means of testing, and there was no further information available regarding the epg issue. The caller was informed that the unit was outside of its service life and would no longer be repaired. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the device was not working, however it was noted that the liquid crystal display (lcd) of the device had pixel bleeding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg has been returned.